Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and a constant tone as a result of a corroded interface board. Also, deep cracks around the case was noted during visual inspection.

Event description:
It was reported that the insulin pump was making a weird sound. Suggested to the customer to let the insulin pump rests for a couple hours. The customer called back and stated that the insulin pump had a full black screen. Troubleshooting was performed. The father stated that the device has not been exposed to the sunlight or high temperatures. Advised the father to discontinue use of the device and revert to a back up plan of manual injections. No further info was provided.